Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were further reviewed and captured unable to charge backup battery alarms consistent with losses of power to the unit when the system controller was in charge mode. This occurred while the system controller was connected to the mobile power unit (mpu).

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported event of a loss of power event while connected to the heartmate mobile power unit (mpu) was confirmed via the submitted log files. On (B)(6) 2024 at 11:04:17, the log file captured unable to charge backup battery alarms due to the relative state of charge (rsoc) and bus voltages on both power cables dropping to ~0v in 4 seconds while the system controller was in charge mode. The event occurred when connected to the mobile power unit (mpu) and the alarms were active until the controller powered down. This is consistent with a loss of power to the unit. The loss of power event did not impact the controller¿s ability to support the pump. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2023. The heartmate 3 instruction for use (rev. B) was available for use at the time of the event. Section 2, entitled ¿system operations¿, explains how to switch the system controller between the sleep, charge, and running operating modes, and the functions available while the controller is in charge mode. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.